Event description:
It was reported that during the implant procedure, the low voltage pacing lead exhibited placement difficulty and could not reach the target position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.